Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row board damaged by a medication spill. A field service engineer arrived onsite and observed that the main full-height drawer 5 failed to stay closed and pocket a3 failed to release. The engineer tested the drawer in the hardware test application and confirmed that row board a was not detected. After cleaning the medication spill, the engineer replaced row board a and rebooted the station, but cubies were still not detected. The engineer then replaced the pyxi-bus module controller board, retractor band, and drawer controller board with spares, rebooted, and still found cubies undetected. The engineer replaced the row board bus cable and rebooted, but the issue persisted. Finally, the engineer replaced the entire drawer with a spare, rebooted the station, and confirmed that the drawer was detected with all cubies functioning. The engineer also cleaned the electronics drawer and the area around the communication sled and power supply, removed medication debris from the back panel, checked for loose drawers, and reseated the drawer cable. All drawers were tested successfully in the hardware test application, and the customer confirmed resolution. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es cubie had failed to release. However, there were no delays or adverse events or injuries reported based on this event.